Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Technical services (ts) discussed options to remotely monitor and increase the alert threshold for this lead. This lead remains in service. No adverse patient effects were reported.